Manufacturer narrative:
(B)(4). Batch #m91v4f. The device was received the upper jaw broken at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device jaws had difficulty opening fully and also had problems closing properly. Had to complete procedure with another device after only using the other one for 20 minutes there was a 2 minute delay to the procedure. There was no adverse consequence to the patient.